Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found.

Event description:
It was reported that during implant attempt, the helix would not extend and there was positioning/fixation difficulty. The lead was not implanted. No patient complications have been reported as a result of this event.